Manufacturer narrative:
Patient information was unavailable. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the percutaneous pin would not fit into the percutaneous reference frame. The end user tried sterile mineral oil to lubricate the post but had no success. A second percutaneous pin was tried without success. The pin was wedged into the post of the percutaneous frame; no movement of pin to frame was seen and the surgeon moved forward with the procedure. Navigation was not discontinued, and medtronic imaging was used and completed without incident. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome. It was suspected there was damage to the reference frame when two percutaneous pins of different lots would not fit. The site ordered and received a new frame at a later date. At this time a medtronic representative (rep) tried the percutaneous pins saved from the incident. The same issue occurred with both percutaneous pins. Upon advice from technical services (ts), a new percutaneous pin was opened from the shelf and it would successfully fit into the new frame but not the old frame. It was not until the frame was replaced that errant percutaneous pin diameter was suspected.